Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon was loading a 13.2mm vticm5_13.2 implantable collamer lens, -09.50/+1.5/164 (sphere/cylinder/axis), and the lens loading forceps tore the lens. There was no patient contact and no injury. Another icl lens was not implanted. The cause of the event was due to user error/unknown. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.